Event description:
Device report 2 of 3: reference MFR report: 1627487-2011-09224, 09226. The pt received the scs system on (B)(6) 2010. It was reported the pt's entire system was explanted as the pt reported she did not receive adequate pain relief with the scs system. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.